Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2018-06614. It was reported that the catheter was froze to the guidewire. A 190cm straight tip samurai guidewire had stuck in the inner lumen of the nc quantum apex balloon catheter and was pulled out with the balloon. There were no patient complications.

Manufacturer narrative:
Device evaluated by external MFR. The complaint device was returned and analyzed by the external manufacturer (em). Examination of the returned product showed the j-shape tip which seemed to be made by shaping, and a kink with the outer angle of about 90 degrees at approximately 30mm from the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is undeterminable as review and analysis of all available information failed to indicate a root cause or probable cause. (B)(4).

Event description:
Same case as MDR ID # 2134265-2018-06614. It was reported that the catheter was froze to the guidewire. A 190cm straight tip samurai guidewire had stuck in the inner lumen of the nc quantum apex balloon catheter and was pulled out with the balloon. There were no patient complications.

Manufacturer narrative:
Conclusion code corrected from 'undeterminable' to ¿operational context.¿ device evaluated by external MFR. Based on review of the reported complaint and related complaint as well as analysis of the returned device, the most probable root cause for this complaint was considered ¿operational context.¿ this root cause is assigned when the device meets specification but performance is limited by interaction with patient anatomy or other procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2018-06614. It was reported that the catheter was froze to the guidewire. A 190cm straight tip samurai guidewire had stuck in the inner lumen of the nc quantum apex balloon catheter and was pulled out with the balloon. There were no patient complications.